Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set fell off during use on event on (B)(6) 2024. Infusion set has been used for half a day for first event on (B)(6) 2024, second and third events came off right away. Skin tac adhesive aides used at the area of insertion. Insertion area free from hair, cleaned and air-dried. The blood glucose level was 200-299 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.